Event description:
Nurse was setting up grounding pad and esu. Nurse noted the "alarm button" on the esu was "on alarm" and not on "patient". Nurse checked to make certain that the pad was in full contact with patient's thigh. Pad was in full contact. Nurse obtained another grounding pad from the same manufacturer and catalog number. Nurse replaced grounding pad; the second grounding pad worked fine. Nurse noted that the plug felt "loose". Note: this is the fourth failure of the same catalog number from this manufacturer. Three other incidents involved incomplete assembly of the plug on the grounding pad.